Manufacturer narrative:
(B)(4). This complaint for a damaged was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent inward. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A patient reported a bent spike on a uv flash transfer set due to a miss spike by the clean flash device. The patient was advised to perform the uv irradiation and connect. Upon opening the clean flash lid, the patient found that the spike was connected with the twin-bag and the port of the bag was torn. No injury or medical intervention was reported.